Event description:
The patient reported blood glucose results of "122 mg/dl, 167 mg/dl and 202 mg/dl" with the lifescan meter, performed within 10 mintues of each other. The meter, test strips and control solution.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.